Manufacturer narrative:
Upon further investigation, (B)(4). Any subsequent information will be captured under (B)(4).

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
This is a male patient four yrs postop initial rtha with a 48/32 with a ceramic head. Patient was identified with osteolysis and potential revision.